Event description:
Additional information received from the company representative (rep) reported that the patient's weight was unknown. Additionally, the catheter would not aspirate. It was tied off and left in patient due to no knowing if there was a granuloma. The cause of the inability to aspirate was not determined. The system was replaced and the patient was better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 25-apr-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl 1150mcg/ml at 200mcg/day. It was reported that the patient had a refill on (B)(6) 2024 and, 3 days post-refill, the patient had withdrawal symptoms, shortness of breath, was tired and "worn out". There were no alarms in the logs. The reporter planned to confirm that all programming was accurate but, "based on status, it looks good". The reporter did not know if there was "anything remarkable" with the refill procedure. The reporter inquired about the report and a 0% percentage changed. It was discussed that there was no change to dosing. Additional information received on 2024-03-20 indicated that a dye study was attempted but they were unable to aspirate, so the procedure was aborted. The patient had a refill on (B)(6) 2024 and, by (B)(6) 2024, they were "feeling sluggish" and having pain. By the weekend, the patient was feeling better. They were planning on doing a full system replacement due to longevity and the physician "not knowing if there is a granuloma at the tip".